Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06270. It was reported that vessel dissection occurred. The target lesion was located in the 5.75mm in diameter left main artery (lm). A fl3.5 6f impulse diagnostic catheter was engaged into the target lesion and after one injection, a dissection was noticed at the lm. Ivus was performed to confirm the extent of the dissection and the physician proceeded with the implantation of a 4.0 x 8mm rebel stent in the lm. Although the physician thought the stent was aligned in the appropriated location, when the stent was deployed, it was noticed that about half of the stent was deployed in the lm and the other half was in the aorta. Subsequently, the physician advanced a 5.50mm nc emerge balloon catheter to try to position the stent with more surface area in the lm. Upon inflating the nc emerge balloon catheter, the stent moved slightly backward out of the lm. The balloon was inflated a bit more and the entire stent system came completely out of the lm. The physician then decided to use the balloon again to secure the stent and brought it to the iliac artery where it was implanted. The lm was left as is and the patient was monitored overnight. No further patient complications were reported and the patient was doing well and fine.